Manufacturer narrative:
A ge rep evaluated the system and was able to repeat the reported problem, but was not able to determine a cause. Customer reports system is working as intended now and will not require further service.

Event description:
Customer reported the system locks up when trying to send images. No pt injury was reported.